Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Initial reporter phone number: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported the infusion was incomplete with residual drug in the set. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event. This captures 2 of 2 occurrences.